Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  patient, who was implanted on friday, (B)(6) 2022 reported that on wednesday night ((B)(6) 2022) their stimulation changed, that on their bottom, they started feeling a shooting sharp pain, that they were in a lot of pain and that it came and then it went. The patient stated after the pain, they would get a feeling like they were constipated and they couldn't go, though they weren't actually constipated. The patient denied having any falls or trauma that led to the event. The patient stated they had to leave their job early to go home and then talked to their medtronic representative (rep)  and the rep advised the patient to turn the stimulation down. The patient turned the stimulation down but then immediately afterwards, their symptoms started to get annoying again. The patient stated the symptoms weren't as bad as they were before they got the implant, but they were using the restroom more often. The patient stated they increased it back up a tiny bit where they still had a little bit of pain but the therapy relief was a little better (though not like it had been before turning it down). The patient stated before the pain, the therapy had been working perfectly and stated maybe their body was just getting used to it. Patient services reviewed stimulation expectations with the patient and offered the option of trying a different program to see if that helped their symptoms but didn't cause them pain. The patient was currently at work so they were going to call back for assistance in switching programs later today. The patient mentioned they were going to see their managing health care provider (hcp) next friday ((B)(6) 2022). The patient also asked about security gates as they just started a job yesterday ((B)(6) 2022) that will require them to go through security a lot. The patient stated they went through yesterday without thinking about it. Patient services reviewed security screener device precautions for the therapy. The patient confirmed they didn't notice anything when they went through the screener yesterday and that from now on they'd use their ID card to bypass the security screeners. Patient called back for assistance changing programs. Patient said they were having sharp pains. Reviewed how to change programs. Patient was able to change programs and increase to a comfortable level.

Event description:
Additional information was received from the patient. They reported that they are monitoring and tracking symptoms, giving body time, and are still waking up at times. Patient asked again about security device guidelines.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.